Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "chest pain that is located mid sternum towards the right side" and "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported "chest pain that is located mid sternum towards the right side" and "rupture". Later, healthcare professional reported "chest pain". Later, patient reported " hair loss", "extreme fatigue", "back pain", "depression", "issue with self esteem", "brain fog", "insomnia leading to a prescription of trazodone to help sleep", "headaches", and "severe dizziness". This record is for the right side. Device was explanted..

Event description:
Patient reported "chest pain that is located mid sternum towards the right side" and "rupture". Later, healthcare professional reported "chest pain". Later, patient reported " hair loss", "extreme fatigue", "back pain", "depression", "issue with self esteem", "brain fog", "insomnia leading to a prescription of trazodone to help sleep", "headaches", and "severe dizziness". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required. ¿ varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ depression: unable to observe through visual inspection as it is a physiological phenomenon. ¿ dizziness: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue: unable to observe through visual inspection as it is a physiological phenomenon. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ chest pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ changes in sleep habits: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "chest pain that is located mid sternum towards the right side" and "rupture". Later, healthcare professional reported "chest pain". Later, patient reported " hair loss", "extreme fatigue", "back pain", "depression", "issue with self esteem", "brain fog", "insomnia leading to a prescription of trazodone to help sleep", "headaches", and "severe dizziness". This record is for the right side. Device was explanted..